Event description:
It was reported that pump displayed malfunction alarm code 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction occurred.